Event description:
It was reported that the pacemaker exhibited undersensing and low amplitude of p wave. No programming changes made were reported. No patient consequences were reported.

Manufacturer narrative:
Further information was requested but not received.